Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric band. According to the reporter: the needle broke off and fell into the pt cavity. X-ray was done and a 4mm piece of still not located. Device fragment or component was left in the pt. No reinforcement material was used during the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.